Event description:
The pt received a rotating platform bearing. The doctor heard a clunk noise as he applied the post-op stocking. The post-op x-ray revealed the bearing had spun-out. The pt was returned to the or approximately 3-4 hours later where the doctor decided there was too much slope on the tibia for a rotating bearing and the pt was revised.